Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05943. It was reported that the right atrial lead exhibited high capture thresholds and atrial lead noise. It was noted that the patient experienced atrial lead noise with symptoms due to abnormal or irregular pacing rates from the pacemaker. The patient was device dependent due to complete heart block. Also, it was indicated that programming changes were made previously to address the irregular pacing rates due to atrial lead noise. The patient was no longer symptomatic after programming changes were made. The patient presented for generator change procedure on (B)(6) 2020. During procedure, the right atrial lead and pacemaker were explanted and replaced. The patient was stable and will continue to be monitored.